Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken and fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was returned within the introducer sheath and advanced out with a mandrel. The main coil was seen to be stretched and tangled and the suture damaged. The main coil was seen to be broken/fractured. The coil delivery wire and introducer sheath were not returned. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device problem unknown/ unclear could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer, the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the coil delivery wire was not returned along with the introducer sheath. The main coil was seen to be severely stretched, tangled and the suture damaged. The main coil was also seen to be broken/fractured. An assignable cause of undeterminable will be assigned to the reported event of the device problem unknown/unclear ¿ as the issue is unclear. An assignable cause of procedural factors will be assigned to analyzed damage of the main coil stretched, main coil tangled, main coil suture damaged and main coil broken/fractured during use as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.